Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular safety pacing was noted on current electrogram. It appears that the atrial signal is not being sensed causing the safety pacing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.